Event description:
Patient with dvt of right leg who was sent to radiology for removal of clot with "inari". After procedure in our recovery, patient crashed and had massive pe from clot movement and then had massive stroke from clot moving to brain. Died after neurosurgery didn't help. FDA safety report ID # (B)(4).